Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 no audio alerts were received on the ipod cgm app . No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the no audio alerts were received on the ipod cgm app could not be determined. A root cause could not be determined.